Manufacturer narrative:
An investigation on the reagent kit lot was performed and no issue was identified. As the cobas liat test generated a CT value close to the lod of that assay, it is likely that the cobas 6800 assay is performing as intended, as lod samples are expected to waver between positive and negative results upon retest, due to the nature of the assay. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged a result discrepancy for a single sample tested with cobas sars-cov-2 qualitative assay for use on the cobas 6800/8800 systems compared to a result generated when using the cobas liat sars-cov-2 and influenza a/b test. The customer alleged the sample generated a negative sars-cov-2 result with cobas sars-cov-2 qualitative assay for use on the cobas 6800/8800 systems and a positive sars-cov-2 result when using the cobas liat sars-cov-2 and influenza a/b test. The negative result obtained on the cobas 6800 system was not released. No harm was alleged. An investigation on the reagent kit lot was performed and no issue was identified.